Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during a hip hemiarthroplasty, when reducting the hip, with all implants in place, the cocr 12/14 fem head 22 + 0 disassociate from the tandem bipolar cocr 42od 22id and stayed on the stem. Surgeon removed head from stem and put those implants back together and tried again, but it happened again. On the second time of trying to remove the head from the stem, the whole stem came out. Surgeon had to place new stem and new tandem implants. The procedure was completed with a delay greater than 30 min using a smith-nephew back-up device. No patient injury or other complications were reported.